Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the unspecified bd¿ extension set the tubing ballooned. The following was received by the initial reporter: created a disposable pr for this event for ¿ballooning¿ per nurse an infuse was program to run went back to check patient and the tubing. Next to the safely clamp was in inflating like a balloon,

Event description:
No additional info.

Manufacturer narrative:
The customer reported that there was ballooning in the silicone segment. One sample model 2426-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion run was performed at a rate of 125 ml/hr for one hour. No observation of ballooning was seen during or after the run. The customer complaint was unable to be replicated. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A DHR was perform for the possible lots of 23069276, 23069323, 23069324, 23069374, 23069375, 23069363, and 23069364. No abnormalities were seen during the review.